Manufacturer narrative:
The device has not been evaluated at this time. Once the device is evaluated, a follow-up report will then be issued.

Event description:
Claims charger caught on fire. End user noticed charger glowing orange and smoke coming from charger.

Manufacturer narrative:
The charger was returned and evaluated. The alleged event could not be duplicated.

Event description:
Claims charger caught on fire. End user noticed charger glowing orange and smoke coming from charger.